Event description:
A customer reported a malfunction on their pump, specifically displaying malf 9. There was no adverse impact to the customer's blood glucose level throughout the incident. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur. Technical support advised the customer to continue using the pump and contact them again if the issue appeared in the future, which the customer understood.